Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose levels of 14 mg/dl. The customers current blood glucose was unknown. The customer stated they have fallen and passed out from the levels, causing them to break bones. The low blood glucose levels were treated with glucose tablets. The customer states their healthcare provider adjusted the settings, and do not work for them. No troubleshooting was completed. The product was not returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08665 inches. Device received with minor scratched display window and case.